Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had issues with the insulin pump. The father stated that the device was delivering too much insulin as well did alarm. The blood glucose reading was 325mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery tests or test for any bolus or basal anomaly due to the prime/fill anomaly. A scratched case, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker noted.